Event description:
Treatment of an aneurysm. It was reported that the pipeline did not open proximally after deployment and a snare was used to remove the device from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation. The pipeline was found to be damaged with clotted blood at one end which likely prevented the device from fully opening.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).